Event description:
Complaint: it was reported via email that during treatment it kept getting a high arterial pressure reading and tego cap had the clear middle area hanging down out of the cap. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".